Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis and treatment for the event were not reported. On an unreported date, the patient was hospitalized for the event. The patient¿s outcome was unknown. On an unreported date, physioneal therapy was discontinued. No additional information is available.